Event description:
The customer contacted stryker to report that their device did not provide pacing output. In this state the device may not be able to deliver pacing therapy if needed. The patient involved in the reported event is deceased; however, the customer advised stryker that the device use did not contribute to the outcome of the patient.

Manufacturer narrative:
The device was evaluated by a stryker depot technician. The technician could not duplicate the issue and the device file from the event date was not available, so the issue could not be verified. Proper device operation was observed through functional and performance testing and the device was returned to the customer for service. The cause of the reported issue could not be determined. Stryker contacted the customer to request additional information on the patient. Stryker requests patient information necessary for regulatory compliance, strictly adhering to hipaa's privacy rule. The customer provided stryker with the available patient information. Patient fields in which information is not provided were intentionally left blank.